Manufacturer narrative:
Date sent to the FDA: 01/29/2021. Additional h6 component code: g07002 ¿ conforming device. Additional information: d9, h6. Additional h-3 summary: 1. A used needle/suture piece of product code w4846 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed. No needle breakage was found. 2. A used needle/suture piece of product code w4846 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed and the tip needle was observed broken. The sample sent to additional evaluation to determine the failure mode of the broken needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pjj796, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date & time the event took place? (B)(6) 2020 at approx. 10am product code & lot no? W4846 & pjj796 please describe the procedure and events leading up to the incident? Right total hip replacement that went ahead according to plan with no adverse incidents. What actions were taken following the event? Quarantined sutures from same lot. Isolated needle in question. Were there any further medical interventions (x-ray etc)? No extra medical interventions where needed. Did the patient encounter any further consequences (inflammation infection etc)? The needle tip will be retained in the patient as it was too small to find/remove without causing further trauma. Currently no adverse reactions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right total hip replacement on (B)(6) 2020 and suture was used. During the procedure, the needle broke and the needle tip was retained in the patient as it was too small to find/remove without causing further trauma. The procedure went ahead according to plan with no adverse incidents. No additional information was provided.